Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, prolapsed anterior leaflet, and pre-existing fail. A mitraclip xtw was inserted and advanced to the left atrium (la). However, while positioning the clip, it became caught on the flail segment. Troubleshooting was performed, but the clip was unable to be freed. The device was ultimately advanced into the left ventricle (lv), where the clip was in the correct location and orientation. The clip was then deployed. It was noted that it was not certain whether the clip was attached to the leaflets. Leaflets with chord, or just chord. Two additional clips were then implanted, lateral to the first clip, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: the two additional clips were implanted to stabilize the first clip and further reduce mitral regurgitation (mr).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught on flail segment) appears to be related to patient morphology/pathology due to pre-existing flail. The patient effect of foreign body in patient was due to the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstance as two additional clips were implanted to stabilize the reported clip and further reduce mitral regurgitation (mr). There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 4614.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, prolapsed anterior leaflet, and pre-existing fail. A mitraclip xtw was inserted and advanced to the left atrium (la). However, while positioning the clip, it became caught on the flail segment. Troubleshooting was performed, but the clip was unable to be freed. The device was ultimately advanced into the left ventricle (lv), where the clip was in the correct location and orientation. The clip was then deployed. It was noted that it was not certain whether the clip was attached to the leaflets. Leaflets with chord, or just chord. Two additional clips were then implanted, lateral to the first clip, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.